Manufacturer narrative:
(B)(4).

Event description:
The patient reported that the implantable neurostimulator (ins) worked wonderful for the bladder since implant, although it helped for the bowel, but it never really worked as well as he had hoped. It was indicated that patient stated he was told the ins was good for 2 years and was wondering if he should start looking at getting it replaced. The patient indicated that he has not had a return of symptoms. It was mentioned that patient turned stimulation up to make sure that battery was working and was noted that it was still working. It was indicated that patient turned it off because he did not think it was helping and it turned out it was helpingmuch more than he had thought. Additional information received from the patient reported that he had had to use a catheter once or twice. Relevant medical history included urinary dysfunction/sacral nerve stimulation and pelvic pain/other. No follow-up was required for this historic event.